Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Manual operational test exhibited results that are within specifications. No anomalies found when the power was activated. Cracks were confirmed on the upper case and knob-control. Upper shield case (cracked), key pad, key panel and o-rings were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During operation for the patient who was taken to the emergency facility due to acute myocardial infarction (ami), an attempt was made to use the relevant temporary pacemaker for temporary use. Pacing lamp was lighted but it failed in pacing. Though it was set at maximum output rate with 100 beats per minute (bpm), it failed in pacing and its use was stopped and replaced with another backup at the physician's discretion. There was no difficulty in pacing after the device was replaced with the backup device. No patient complications have been reported as a result of this event.